Manufacturer narrative:
According to the gore® viabil® biliary endoprosthesis instructions for use (IFU): the gore® viabil® biliary endoprosthesis is intended for palliation of malignant strictures in the biliary tree. Additionally, the IFU states the following warning, among others: this product is not intended for removability, and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent.

Event description:
It was reported to gore by conmed (cen-17471) that while using a gore® viabil® biliary endoprosthesis, upon removal of the stent, the device "unraveled." It was reported the device was near impossible to get out. Reportedly, the patient may have already had the stent in place before coming under the care of (B)(6) and it is unknown how long it has been. Reportedly, the procedure was completed with a 3 hour delay. It was reported there was no patient/user injury.